Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle eclipse 25x1 rb needle pulled out of hub it was reported by customer that when placing the needle tip on the vaccine needle came apart in the customer's hand. Verbatim: rcc received a complaint via email. The customer was prepping a vaccine and opened the needle tip by product instructions. When placing the needle tip on the vaccine needle came apart in the customer's hand. Cover safety latch came away from the needle. Needle cap was lossy left on. The customer was able to remove the safety needle safely and discard. The customer states they haven't had a problem with this batch before or since the incident.